Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage and no evidence of blood. The delivery device was returned outside the loading device. The seal, tension spring assembly and the anchor tab were inside the loading device, not in the delivery device. The seal was not visible under the window of the loading device and was shifted back in the body of the loading device away from the green wings. The green slide lock and the white plunger were not depressed on the delivery device. There was a slight deformation on the edge of the delivery tube opening that appears to have been caused during the failed loading attempt. Based upon the received condition of the device, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal corrective action (wy-2013-35) issued for this failure mode. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the hs iii proximal seal failed to load properly. The seal remained inside the loading device when the delivery device was pulled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.